Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. Device was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to trying to deliver an easy bolus. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.